Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) 2019-10-30. It was reported the patient¿s weight was (B)(6) pounds. The high impedances were most likely due to scar tissue as this was the patient¿s third revision. This was assumption. They could not physically tell the cause by looking at the leads. The high impedance was resolved with the placement of a new lead. No further complications were reported/anticipated. See related (B)(4) for information related to prior revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: date is an estimate (month and year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was scheduled for a lead revision on (B)(6) 2019, due to high impedances. Impedance issues started from strenuous activity but not a specific incident. It was later reported that the manufacturer representative got an error message about device battery depleted, however patient's implant was at 100%. Patient services told the representative that it was likely a previous error that was not cleared, and if implant was at 100% then the patient will be able to use it as normal. No impact to the patient or their symptoms were reported. No further complications were reported or anticipated.